Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: damage on cable unit and due to poor water-tightness of cable unit and water tightness is lost. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The camera head was returned to an olympus service center for evaluation with a report that during reprocessing, it was discovered that the cable was exposed and the insulation was missing. Inspection and testing found the camera image was flickering, due to a damaged camera cable. This report is being submitted for the malfunction found during the device evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image flickered due to poor communication caused by cable failure. The cable failure likely occurred due to internal flooding from the damaged part of the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.